Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported in a post marketing surveillance case that mechanical thrombectomy with the subject device for an occlusion at the basilar artery was done twice and the operation was completed. About 9 hours after the operation, the patient had increased blood pressure and worsening left hemiplegia. Imaging showed an infarction of the medulla from the right pons. The physician thought that the penetration branch infarction was caused by a clot that broke off of the clot removed by the subject device. Ozagrel was administered and imaging confirmed the recanalization of the penetration branch.

Manufacturer narrative:
The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a post marketing surveillance case that mechanical thrombectomy with the subject device for an occlusion at the basilar artery was done twice and the operation was completed. About 9 hours after the operation, the patient had increased blood pressure and worsening left hemiplegia. Imaging showed an infarction of the medulla from the right pons. The physician thought that the penetration branch infarction was caused by a clot that broke off of the clot removed by the subject device. Ozagrel was administered and imaging confirmed the recanalization of the penetration branch.